Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the patient's pacemaker exhibited far p-wave oversensing which resulted in the inappropriate auto mode switch (ams). No interventions were performed. The patient was stable.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the patient's pacemaker exhibited far r-wave oversensing which resulted in the inappropriate auto mode switch (ams). No interventions were performed. The patient was stable.